Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the patient presented with a free perforation with extravasation in a left anterior descending artery. A 3.5x16mm rx graftmaster covered stent failed to cross due to anatomy. A 2.8x16mm rx graftmaster was used to successfully seal the perforation. There were no reported adverse patient sequelae and no clinically significant delay. No additional information has been provided.